Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator replacement procedure. During the procedure, it was noted that the right ventricular - rv lead exhibited noise oversensing and elevated pacing impedance. The rv lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.